Event description:
The single trigger rotary was sent for evaluation and during failure analysis at the manufacturer it was noted that the handpiece runs forward when in reverse mode. There was no pt involvement and no adverse consequences associated with the device.